Event description:
The customer reported that the following event occurred when they were transporting a patient to another hospital: they switched the patient from the hospital's iabp to the transport company's iabp. Just as they were moving the patient into the ambulance, the iabp screen went blank and a high-pitched alarm tone occurred. The customer ran into the hospital and retrieved a replacement iabp. They connected the patient to the replacement iabp, resumed therapy, and transported the patient to the destination hospital without further incident. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformities noted in the DHR related to the reported event. The company service representative found evidence of saline on the motor control board (part number 0671-00-0004) indicating that saline had entered the unit. The 10 amp bulk fuse (part number 0159-00-0036) was blown by the damaged board. He replaced the motor control board and the fuse. The system was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).